Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no reported patient injury. Investigation/conclusion: there unit was returned to the manufacturing site for investigation. The unit was tested and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. The inlet filter material and supplier have been changed in june 2002. The new process reduces the introduction of debris that can cause scratching.